Event description:
Complainant alleged that while setting up the device prior to being used on a patient, the device displayed a "pacer fault 117" message when the charge button was depressed. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunction.